Manufacturer narrative:
Samples received: 19 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 19 closed samples to analyze this complaint. Tightness test to the samples received has been performed and all units are tight. Safil biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of safil was proved. As indicated in the mode of action from the instructions for use of the product: "when safil® suture materials are employed there is a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue." Nevertheless, there are risks (side effects) associated to the use of safil suture, which are typical for any (absorbable) suture and which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally." Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Samples received: 19 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 19 closed samples to analyze this complaint. Tightness test to the samples received has been performed and all units are tight. Safil biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of safil was proved. As indicated in the mode of action from the instructions for use of the product: "when safil® suture materials are employed there is a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue." Nevertheless, there are risks (side effects) associated to the use of safil suture, which are typical for any (absorbable) suture and which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally." Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: germany. It was reported there was redness and inflammation.